Manufacturer narrative:
The small hinge connector is broken off; both jaws are present but no longer connected to the internal mechanism - open/close function no longer working. Condition of this instrument is consistent with damage caused by mechanical overload.